Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it was reported by healthcare provider that patient authorization is required to release the device. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, patient factors likely contributed to this event but the cause is indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient's 21mm aortic pericardial valve was explanted due to severe aortic stenosis and mild aortic insufficiency after an implant duration of eight (8) years, nine (9) months, nineteen (19) days. Patient reported that the 21mm aortic valve was implanted and went bad after a few years. Patient is inquiring as to why there are no safety measures "to make sure the valves are good." It was reported the 21mm aortic valve was heavily endothelialized and stuck completely to the aortic wall and all three commissures and even at the main bodies of the leaflets. The explanted valve was reported to be heavily diseased and calcified. The 21mm aortic bioprosthetic valve was replaced with a 19mm aortic pericardial valve. The patient also had a graft implanted during the procedure. The patient was transferred to the intensive care unit with excellent hemodynamics with transesophageal echo showing excellent function of the newly implanted aortic valve.